Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a post operation check. Upon review, the right atrial lead had no sensing and no capture due to dislodgement. The lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. The reported events of no capture and no sensing were not confirmed. Electrical testing, visual, and x-ray of the lead did not find any anomalies except damages consistent with procedural damage. Analysis was normal. No anomalies were found.